Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: found the safety valve block sticking not hearing an audible click while performing test# 13 "exp valve calibration" also found expiratory valve holder screws on the right side loose not seating the exp valve securely and tightened them. Furthermore, the expiratory valve is sticking attempted to clean it however still sticks.

Event description:
Hamilton medical ag received the following incident description: found the safety valve block sticking not hearing an audible click while performing test# 13 "exp valve calibration" also found expiratory valve holder screws on the right side loose not seating the exp valve securely and tightened them. Furthermore, the expiratory valve is sticking attempted to clean it however still sticks.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #2 (B)(4). Field updated. The issue was discovered during service maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a defective plunger of the expiratory valve. After replacing the expiratory valve, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the plunger of expiratory valve could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: found the safety valve block sticking not hearing an audible click while performing test# 13 "exp valve calibration" also found expiratory valve holder screws on the right side loose not seating the exp valve securely and tightened them. Furthermore, the expiratory valve is sticking attempted to clean it however still sticks.